Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the returned heartmate 3 modular cable, as well as review of the submitted images, revealed residue within the inline connector, indicative of oxidation from fluid ingress that would have contributed to the reported driveline communication fault and driveline power fault alarms. The alarms were confirmed through review of the submitted log files, and the driveline communication faults were reproduced during evaluation of the returned product. The heartmate 3 modular cable was returned in used condition. The inline connector showed green/gray residue on the pins, which appeared consistent with oxidation due to fluid ingress. A specific source of the residue could not be conclusively determined. The o-rings were properly seated in their respective grooves and appeared unremarkable. The controller connector pins appeared unremarkable. No other signs of damage were observed. Electrical continuity testing of the modular cable was performed with a test bulkhead and test distal pump cable segment. No discontinuities or shorts were observed. The modular cable was then connected to a test pump cable and operated on a mock circulatory loop using a test pump for approximately 1 hour. The reported driveline communication fault alarms were reproduced almost immediately; however, the reported driveline power fault alarms could not be reproduced. After functional testing, the underlying layers of the cable were inspected, and no damage was observed. The underlying wires appeared unremarkable. A review of the relevant sections of the device history records could not be performed as the serial number of the device was not communicated/identified. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, address system alarms, including driveline communication fault and driveline power fault alarms, as well as the recommended actions associated with each. Section 8 of the patient handbook, ¿handling emergencies¿, lists examples of emergencies, including driveline communication fault and driveline power fault alarms, and the recommended actions associated with these emergencies. Furthermore, the patient handbook instructs the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Section 8 of the IFU and section 4 of the patient handbook instruct the user to clean exterior surfaces of the driveline cables with a damp, lint-free cloth and if more aggressive cleaning is needed, to use warm water and mild dish soap. Section 6 of the IFU and section 4 of the patient handbook instruct the user to check the driveline daily for signs of damage, such as cuts, holes, or tears. The patient handbook also states, ¿call your hospital contact right away if the driveline is damaged (or might be damaged)." Section 7 of the IFU and section 5 of the patient handbook provide additional instructions regarding driveline care in sub-sections entitled, "what not to do: driveline and cables", which cautions the user not to twist, kink or sharply bend the driveline. Sections 2 and 6 of the IFU and sections 2 and 4 of the patient handbook state that twists, kinks, or sharp bends may cause damage to the wires inside, even if external damage is not visible. These sections further state that if the driveline or cables become twisted, kinked, or bent, carefully unravel and straighten. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the upper layer of the pump cable was torn. The downloaded log files confirmed driveline power fault alarm. The alarm reoccurred two days later. Fresh log files and chest x-ray were requested with focus on the driveline. Additional information was received that modular cable and system controller were exchanged. Power cable disconnection was performed 20 times. Fresh log files were downloaded on (B)(6) 2025 which contained a pump stop. The log file also continued to capture driveline fault alarms throughout the event history. The connector of the modular cable and pump cable were cleaned resolving the alarm. An hour after the cables were cleaned, the yellow "cable communication fault" alarm reappeared. Additional information was received that on 21aug2025 there was report of pump off for 30 minutes. Per the family members, the patient did not manipulate the device. Log files and new chest x-ray was sent to the team for evaluation. The log file captured further driveline power fault alarms throughout the event history as well as a driveline disconnect/ pump off event lasting from 2243 to 2307 on 19aug2025. Of note, the driveline power fault alarms were active for power b, whereas they were active for power a prior to the cleaning a few weeks ago. This indicated that the issue causing the alarms was still related to debris buildup within the connector and not damage to the driveline. The cleaning appeared to have temporarily resolved the alarms, but they have since returned. It was recommended to perform another thorough cleaning of the modular connector on the patient side to try and remove any excess debris and replacing the modular cable following the cleaning. The patient had confirmed oxidation of connector of the modular cable and pump cable, and a modular cable exchange was done. The account did not wish to have another cleaning done and would like to consider other options. The hospital was being awaited to confirm if they were going to be doing nothing, perform a pump exchange, or request a full heartmate 3 driveline splice. Additional information was received that visual inspection of the driveline noted 2 cm longer cut to silastic jacket with no visible kevlar, the bionate was found intact. It was noted that first cleaning of the connector surface resolved the active driveline fault alarms. However, the second cleaning of pin holes reactivated the alarms. Prior to the third cleaning, the team connected a modular cable previously used by the patient to the backup controller. It was noted that no debris was in the connector. The pinholes were cleaned for the third time and the backup controller and modular cable were swapped. Log files were downloaded and the data showed improvement with resolved alarms. A final cleaning of the surface and pinholes were performed, and the pump was connect3d to the primary controller with a brand-new modular cable. The data continued to show power lines a and b at nearly equal current levels. The cut and modular connector were wrapped in rescue tape to reduce future fluid ingress and damage.